Manufacturer narrative:
The drill was rec'd by the MFR, and the complaint was confirmed. Internal components were evaluated and corrosion was discovered within the motor assembly, bearings, and rotor assembly. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. In order to fully repair the device, the drill will undergo a total rebuild. Once repaired, the device will be returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, w/o causing delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.